Manufacturer narrative:
There was no known patient involvement serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through a literature review livanova learned about five (5) more heater cooler systems 3t which were found to be positive for m. Chimaera in (B)(6). The hospitals and the serial numbers of the devices are unknown. There was no known patient involvement.